Manufacturer narrative:
A significant number of error messages were generated by the analyzer in the month prior to the complaint, indicating the analyzer was not functioning properly. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors. Corrosion was noted on the analyzer sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. A review of the analyzer logs showed the customer had not been running the required periodic qc according to manufacturer's instructions, the results of which would have been an early indicator of analyzer problems. No reported harm or injuries occurred as a result of this issue. Magellan provided the customer with a new instrument, additional training, and provided them with additional instructions on proper instrument maintenance. No further issues of this nature have been reported by this customer.

Event description:
Customer complained that their leaccare ii would not run when sample was applied to the sensor. Based on troubleshooting over the phone, analyzer error codes were being generated while attempting to run the instrument indicating a performance issue with the analyzer. The analyzer does not generate results when these types of error codes occur. Customer inspection of the analyzer at the request of magellan indicated corrosion was visible on the analyzer pins.